Event description:
It was reported that the screw mechanism of the intraocular lens (iol) didn't work and the lens got stuck in the tip. The surgeon managed to pull the lens out of the tip and implanted it this way. There was no harm to the patient and they did not have any complications. No further information is available.

Manufacturer narrative:
Per regulation (EU) (B)(4) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided if explanted, give date: not applicable, device remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.